Manufacturer narrative:
To resolve the reported problem, a service technician was scheduled for an onsite visit to evaluate/repair the suspect device. No further information is available at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors e315, e209 and b30 occurred during an endobronchial ultrasound procedure. The procedure was cancelled due to the problem. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. They were unable to determine if the phenomena occurred due to a malfunction of the subject device as the subject device was not returned. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿scope communication err (b30): possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus.¿ ¿internal buffer err e209 contact olympus. Possible cause: the internal buffer is not connected. Solution: stop using the video system center and contact olympus.¿ ¿scope err e315 unsupported scope. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. -the endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Connect the endoscope shown in ¿system chart¿ on page 365. When using a compatible endoscope, stop using it and contact olympus.¿ olympus will continue to monitor field performance for this device.